Manufacturer narrative:
(B)(4). Unable to determine the cause of the maxplus male luer unscrewing from the IV catheter because the device was not returned and has been discarded by the customer. The root cause of this failure could not be identified.

Event description:
CT techs have reported that intermittently over the past two months, the maxplus male luer is disconnecting from patients IV catheter resulting in a leak. There was no report of patient harm and no medical intervention required.